Event description:
Literature: moro e, hamani c, poon yy, et al. Unilateral pedunculopontine stimulation improves falls in parkinson's disease. Brain . Jan; 133 (pt 1): 215-224. Summary: this was an evaluation of ppn dbs in six patients with intra-operative neurophysiological and postoperative imaging characterization of the surgical target. The aim of this prospective study was to investigate the safety and the effects of unilateral ppn dbs on motor signs, especially falls, freezing of gait and postural stability in patients with advanced parkinson's disease. Event: one patient had the electrode repositioned 4 months after the initial implant due to very low threshold of stimulation-induced paresthesias and the lack of any motor improvement.

Manufacturer narrative:
(B) (4).